Event description:
It was reported that the anchor threads started to strip upon insertion. Surgical technique was followed. Bone was prepared with 3.8mm gold awl. Replaced with similar anchor, different batch number without issue and the same bone hole was used. Broken thread was removed successfully. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 5.5 mm pk healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off and were not returned. The material surface area of the anchor where the threads have broken off is heavily burnished. This condition indicates off axis insertion and or improper site preparation. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Further investigation is not warranted at this time.